Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381012 and lot number 4004581. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The customer sent the sample to the incorrect site (bd temse) and they confirmed disposal of this product, therefore the actual sample is not available for investigation. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked at the catheter/hub junction. The following information was provided by the initial reporter, translated from french to english: during the infusion of a pet scan: leak at yellow base (small hole in side). Delay in patient care or prolongation of hospital stay. Disruption of departmental operations or interdepartmental relations immediate measures : change of catheter. On (B)(6) 2024: no clinical impact, but loss of time due to change of medical device.